Event description:
Patient presented with severe keratitis caused by contact lenses. The lenses were purchased without prescription or medical supervision. Route: ophthalmic. Diagnosis or reason for use: cosmetics. See scanned pages.